Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial effusion from the right atrial (ra) lead. The lead perforated through the atrium and into the pericardium, requiring a sternotomy and repair. The ra lead had exhibited rising to high threshold values. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.